Manufacturer narrative:
As of today, the above referenced laser console has not been returned; therefore, no physical or visual analysis of the laser console could be performed. The console was serviced onsite by a field service engineer (fse). The fse performed a physical inspection of the console and performed a cleaning and alignment of all laser channels and re-calibrated pyros. After that, the problem was resolved, thus confirming the reported event. The malfunction found could have affected the device performance leading to the event experienced by the customer. Therefore, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that the console presented low wattage. There was no patient involved, as the console is a testing device and not used with patients.

Event description:
It was reported that the console presented low wattage. There was no patient involved, as the console is a testing device and not used with patients.